Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in sweden; "needle broken off." "Anesthesiologist is to apply spinal anesthesia to a woman in labor. During the procedure, a pink is used retractor cannula to pierce the skin, the spinal needle is then inserted through the pink cannula (the pink the cannula is used as an introducer). When reversing the spinal needle, it is perceived as being stuck. It comes off but when it comes out of the patient, about 6 cm of the distal part of the spinal needle is missing. After consultation with a spinal surgeon, no immediate action was taken and the patient was delivered. After delivery, a plain x-ray was taken. The needle was superficial. The spine surgeon was able to remove the needle under local anaesthetic. We have tried to replicate the results with interrupted spinal needle by simulating the course with a pink retractor cannula and a spinal needle withdrawn through the cannula. This has not, despite repeated attempts resulted in a spinal needle of the same make breaking off. However, it cannot be ruled out that the faulty active use was the cause of the incident."